Manufacturer narrative:
(B)(4).

Event description:
The physician intended to treat a lesion in the rca (# 2-3) which exhibited 99% stenosis, was moderately calcified with slight tortuosity. There was no stenosis at the proximal of the lesion site. There was no previous stent implantation proximal to the lesion. The euphora balloon was inspected and prepped before the operation with no issues noted. There was no resistance during removal of the protective device. No resistance was felt with mating device during delivery. No resistance was felt when device was passed through the lesion site. The physician pre-dilated the lesion with the euphora balloon catheter 10 times, at 8atms. No difficulty was encountered when removing the device from the patient. An attempt was then made to place a non-medtronic stent but the stent could not cross, was removed and again the physician attempted to pre-dilate the lesion using the euphora balloon. The physician noted that the euphora failed to inflate and on inspection in vitro it was found that contrast media was leaking from the shaft of the device. The procedure was continued using another device. No adverse effect to the patient.

Manufacturer narrative:
Evaluation summary: the distal tip was damaged. The balloon folds were opened confirming the balloon had previously been inflated but the balloon is now deflated. Blood was present in the inflation lumen and balloon. A 0.014 inch mandrel was front loaded via the guidewire entry port and advanced distally with no resistance noted . A 0.014inch mandrel was back loaded via the distal tip and advanced proximally with no resistance noted. The device failed negative prep. Damage was evident on the transition tubing located at 2.9cm distal to the hypotube bond and extended for 2cm along the transition tube. During pressurization of the device liquid exited the leak site on the transition tubing. Pressure could not be maintained on the dial of the inflation device. The transition tubing was bunched 8mm proximal to the leak site. At the leak site it was noted that the shaft material was deformed. The edges of the leak site were stretched and jagged. The characteristics at the leak site suggest that it was physically damaged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.